Event description:
There was no surgical delay. Affected side was the right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed. H10 additional narrative: added: b3, b5 corrected: g1.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by j&j employee as " my father-in-law, received a depuy synthes orthopedic product when he underwent a partial knee replacement on (B)(6) 2020. I was informed by him today that his orthopedic surgeon who performed the surgery told him that a ¿plate¿ in his replacement has slipped out of place, and he would need to undergo a full tka as a result. This diagnosis was done as part of a post-operative follow up visit. Over the past 2 weeks, my father-in-law has experienced ongoing knee, hip, and back pain, and the pain around the surgical site has impacted his gait as well, further stressing his hip and lower back." No surgical delay.